Event description:
It was reported that balloon leakage was observed before use. During inspection, before using the balloon in the patient, it could not be inflated. The balloon catheter was not used and no patient injury occurred. The product that was returned showed significantly more damage than was in the original report. Follow-up communications with the customer confirmed the pre-use balloon rupture was the only complaint; no other damage was identified. The customer also confirmed that the returned catheter was the actual complaint unit.

Manufacturer narrative:
One fogarty embolectomy catheter was received without the packaging. The catheter was received into the lab coiled in a circle, but appeared to be in good condition. The evaluation included a visual examination and notation of any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured or torn completely off between the windings. The latex was missing between the windings. The product IFU states this condition may occur if a pull force of 0.7 lbs. On the inflated balloon has been exceeded. Because this complaint occurred prior to use, it appears that the additional damage may have occurred during handling, after the initial rupture. No evidence of a manufacturing nonconformance was found during the evaluation. A review of the manufacturing records indicated that the product met specifications upon release. No actions will be taken at this time.